Manufacturer narrative:
Concomitant medical products: product ID: img49b58 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a suspect pocket infection. The implantable pulse generator (ipg) and right atrial (ra) lead were removed and the right ventricular (rv) lead capped. Cultures were taken and medication administered. The ipg and the rv lead were replaced. No further patient complications have been reported as a result of this event.